Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), migraine ("migraine"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and genital haemorrhage had resolved and the hypersensitivity, psychological trauma, migraine, nausea, gastrointestinal disorder, alopecia, fatigue and anaemia outcome was unknown. The reporter considered alopecia, anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, migraine, nausea and psychological trauma to be related to essure. The reporter commented: (B)(6) 2011 (discrepancy noted) for essure insertion date. Patient received treatment for psych injury, migraine, other, nausea, gi conditions, hair loss, fatigue, anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events "dysmenorrhea (cramping), general abnormal bleeding, allergy: other, psych injury, migraine, nausea, gi conditions, hair loss, fatigue, anemia, plaintiff did not undergo essure confirmation test" were added. Outcome of event "pain, bleeding " were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital hemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included ectopic pregnancy (left salpingooophorectomy). Previously administered products included for an unreported indication: zoloft, prilosec, zantac and meloxicam. Concurrent conditions included hiatal hernia, abdominal pain, gastric biopsy, antral gastritis, internal hemorrhoids, back pain, insomnia and endometriosis. Concomitant products included cefixime (flexeril) and iron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), nausea ("nausea"), abdominal distension ("gi conditions/bloating"), anaemia ("anemia"), menorrhagia ("menorrhagia") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced migraine ("migraine/migraines / headaches"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy: other"). The patient was treated with surgery (right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and genital hemorrhage had resolved, the hypersensitivity outcome was unknown and the depression, migraine, nausea, abdominal distension, alopecia, fatigue, anaemia, menorrhagia, vaginal hemorrhage and pelvic pain was resolving. The reporter considered abdominal distension, alopecia, anaemia, depression, dysmenorrhoea, fatigue, genital hemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: (B)(6) 2011 (discrepancy noted) for essure insertion date. Patient received treatment for psych injury, migraine, other, nausea, gi conditions, hair loss, fatigue, anemia. Complete colonoscopy (B)(6) 2017 ,(B)(6) 2019 salpingectomy for essure removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, nausea, heavy, painful menses, abdominal bloating, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received. Medical history, reporter information, concomitant drug added. Event : abnormal bleeding (vaginal), menorrhagia, pelvic pain added. Event psych injury were updated as psych injury/depression, gi conditions to gi conditions/bloating. Outcome of all the event were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.